Event description:
It was reported that the patient¿s right atrial lead exhibited possible far r wave oversensing. The atrial lead measurements were stable and relatively normal. P wave amplitudes were noted to be low chronically. Atrial lead dislodgement was suspected. It was further noted that the right ventricular lead exhibited high capture threshold and high impedance. The patient was asymptomatic due to the event. The right atrial lead was reprogrammed and the issue was only partially resolved. The patient was stable and would continue to be monitored with remote and regular in office follow-ups.